Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step ("active exhalation verification") during testing. The technician recommended replacing the 3-way solenoid valve to address the issue. In addition, contamination was confirmed, therefore, flow sensor was replaced. The following parts were replaced to prevent failure: air inlet foam filter and particle filter. The technician performed a final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.10.00 from 1.06.05.00.